Event description:
It was reported by repair work order that the scale was not accurate due to a malfunctioned load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the scale was not accurate due to a malfunctioned load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer did own evaluation and repair. Customer did own evaluation and was sent new load cell upon request.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer alleging the scale was not accurate due to a malfunctioned load cell. Model and serial number not provided by customer. Customer sent load cell to do repairs. Evaluation performed by customer.